Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture. On june 21, 2024, the patient complained of pain, and x-rays revealed penetration of the lag screw. On (B)(6) 2024, a removal surgery was performed. In the removal surgery, only the lag screw was removed. The removal surgery was completed successfully with no surgical delay. The surgeon commented as follows: the fixation was highly unstable since the patient had an advanced osteoporosis with crushed bone. This report is for a tfna fenestrated screw 75mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procode: ktt d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument manufacturing date: 07-january-2020 expiration date: 01-december-2029 part: 04.038.175s, tfna fenestrated screw 75mm -sterile lot: 32p9579 (sterile) note: component part manufactured by elmira; lot 30p7093. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.